Event description:
It was reported that the pump was explanted and replaced on (B)(6) 2010 for normal battery depletion. Subsequently, the pt experienced spinal headache, possible csf leak. On (B)(6) 2010 an intervention was performed; added purse string. The pt outcome was resolved without sequelae on (B)(6) 2010. The medication in the pump was noted after the event occurred as morphine 8.0 mg/ml with a dose of 3.0007 mg/day, bupivacaine 40 mg/ml with a dose of 15.004 mg/day, and baclofen 800 mcg/ml with a dose of 300.07 mcg/day as of (B)(6) 2010.

Manufacturer narrative:
(B)(4). Final device analysis of the returned pump and catheter segments revealed no anomaly found; normal device function.